Event description:
It was reported that catheter withdrawal difficulty occurred. The 75% stenosed target lesion was located in the mildly calcified and moderately tortuous left anterior descending (lad) artery. A 2.00mm x 15mm emerge catheter balloon was advanced to the lesion for dilatation. When the physician proceeded to withdraw the device from the patient, resistance was encountered. The catheter seemed to be stuck with the non-bsc wire. The physician removed the device by pulling strongly. The device was successfully removed from the patient and upon inspection it was noted that the shaft was kinked. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis consisting of an emerge balloon catheter with an emerge shelf box. The balloon was loosely folded. There was blood in the wire lumen. There were multiple kinks throughout the catheter. The inner diameter (ID) of the inner shaft was measured at the proximal end and was within specification. The .014¿ guidewire was loaded through the tip and was advanced though the catheter with no unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter withdrawal difficulty occurred. The 75% stenosed target lesion was located in the mildly calcified and moderately tortuous left anterior descending (lad) artery. A 2.00mm x 15mm emerge¿ catheter balloon was advanced to the lesion for dilatation. When the physician proceeded to withdraw the device from the patient, resistance was encountered. The catheter seemed to be stuck with the non-bsc wire. The physician removed the device by pulling strongly. The device was successfully removed from the patient and upon inspection it was noted that the shaft was kinked. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.